Event description:
It was reported that the 2600 system would not fluoro. System reboot was required to return system to operation. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Identified the need to replace the video switching pcb. The pcb has been ordered and it is believed that once installed the issue will be addressed. If add'l info indicates otherwise it will be reported as required.